Event description:
An optometrist reported a case of bilateral dry eye syndrome, observed at seven month post lasik treatment. Pt noted up close vision has changed and eyes feel dry. Upon add'l f/u, rptr indicated pt was prescribed cyclosporin ophthalmic emulsion eye drops. There are two related reports for this pt. This report will address the pt's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).